Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, no image occurred due to fluid on the scope connector and the electronic component, such as printed circuit board (pcb) in the scope connector, was corroded/malfunctioned. Fluid invasion was likely caused by a leak tester tube/ethylene oxide (eto) cap was attached/detached in water, and that the tube/cap was attached/detached with water on outer surface of the scope connector, inside the tube or its connection area or inside the cap. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦"precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." ¦"precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination." 3.8 "inspection of the endoscopic system" ¦"inspection of the endoscopic image" confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a corroded plug unit. Additionally, other evaluation findings are as follows: the plug unit was corroded due to water leakage; the forceps channel port had a scratch; the suction connector and the circuit board unit in the suction connector were also corroded due to water leakage; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; and the connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope displayed a b30-scope communication error code, and had problems producing an image. There was no report of patient harm.